Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is 132 mg/dl.